Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2019-06806. It was reported that rv lead malfunction and possibly inappropriate shock were observed. Programming changes were made to turn off the lead.